Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), triggered end of life (eol) with a monitoring voltage of 2.50 volts and charge time measurements of 30.5 seconds. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.